Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently could not be charged. Multiple cables and wall adapters were used and could successfully charge the pump; however, the customer maintained that the pump battery was the main issue. Customer¿s blood glucose level was just below 100 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.